Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The crt-d was used as a temporary pacing system. There was no additional adverse patient effects were reported. This crt-d remains in service.